Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. A trunk-ipsilateral leg component was implanted, but the contralateral gate could not be cannulated. The physician performed an unplanned aortouniiliac procedure. A femorofemoral bypass graft was implanted and the procedure was completed. The pt tolerated the procedure.

Manufacturer narrative:
H3. The devices remain functioning in the pt. H6: a review of the mfg paperwork is being conducted. Please note: a second gore excluder aaa endoprosthesis trunk-ipsilateral leg component (pxt261412/lot#04569454) and a gore excluder aaa endoprosthesis aortic extender component (pxa280300/lot#04633009) were implanted.